Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the permanent procedure, the first lead was placed and all contacts were invalid. The pt did not feel any stimulation. The connections were checked, lead repositioned and the mts was switched to no avail. Subsequently, the lead was removed. A new lead was used to complete the procedure and the pt received effective stimulation and the impedance issue was resolved.